Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, is not a reportable event. One (1) 6fr angio seal device was returned for product evaluation. The returned sample included carrier tube assembly. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned without bypass tube and anchor was exposed with no other damage or issues noted. The complaint could not be confirmed for insertion difficulty of the sheath and carrier tube assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk tabe (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E2: health professional: unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the surgery was a craniocerebral interventional via the femoral canal and the angio-seal was used for hemostasis. The physician found the currier tube could not enter the blood vessel. The estimated blood loss was less than 250cc. Additional information was received on 03aug2025: the procedure sheath size was an 8 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath tube could be inserted in the vessel; however, the anchor could not. Hemostasis was achieved by replacing the device with a new angio-seal. The patient was stable.